Manufacturer narrative:
This report is submitted on october 01, 2019.

Event description:
It was reported that the patient experienced hematoma at implant site; subsequently patient underwent fluid drainage however the issue could not be resolved. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on december 07, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics. This report is submitted on january 4, 2024.